Event description:
A malfunction involving the customer's tslimx2 pump was reported, described by the provider as "malfunctioning." There was no adverse impact to the customer¿s blood glucose level. The customer had previously received a replacement pump, and a request was made for a technician to contact the patient for further assistance.